Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 due to high blood glucose. The customer¿s blood glucose level was over 600 mg/dl. The customer was treated with insulin drip and manual shots. Customer declined the troubleshooting for the high blood glucose. The device will be returned for analysis.